Event description:
Procedure: colectomy. According to the reporter: the user could not load the second cartridge to the first handle. Once it was attached, the user could not open the jaws. Another handle and reload were used and, when loaded, the jaw would not open. Several cartridges were used with the same outcome. Operating room delay was reported as more than 30 minutes. Another handle and reload were used to continue the case.

Manufacturer narrative:
(B) (4)